Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during basal and bolus delivery. The customer changed the infusion set site. During a bolus, the customer received an empty cartridge alarm and then a low insulin alert. Tandem technical support reviewed the pump data and found that the low insulin alert sounded prior to the empty cartridge alarm and was valid as the customer had 2.46 units in the cartridge at the time. If pump detects the condition of an occlusion with a very low insulin supply, an empty cartridge alarm can be declared as had occurred in this event. The customer acknowledged the information and acknowledged that the pump was operating as expected during the low insulin alert and empty cartridge alarm. The cause of the multiple occlusions could not be determined as the customer did not have enough insulin in the cartridge to run a system check. The customer's blood glucose level ranged from 196 to 220 mg/dl.